Event description:
Information was received regarding a cadd legacy pump. It was reported that the patient experienced lightheadedness and passed out twice. She went to the emergency department for evaluation. Her pump alarmed 4 hours prior to when it was expected to, and the cassette seemed empty. Patient was wondering if she was getting to much "treprostinil." Later, there was a call from the hospital noting that the patient was admitted for evaluation on (B)(6) 2021. No further details provided at this time.